Event description:
Medtronic received info that this pulmonary valved conduit was explanted 13 months post implant, due to valvular insufficiency and an aneurysm on the proximal conduit where it was sewn to the ventricle. The patient reportedly had pulmonary pressures of 80 mmhg. The surgeon reported no dissatisfaction with the valve performance and no adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event was attributed to the patient's condition. Analysis - upon receipt at medtronic's quality laboratory, visual inspection noted a bulge (aneurysm) in the conduit wall adjacent to the inflow. All leaflets were flexible. Remnants of pannus were noted on the inflow adjacent to one leaflet and inferior coaptive area. Pannus is also attached to the existing ventricle tissue and anastomosis. Radiography revealed no evidence of mineralization in the valved conduit and host tissue. As described in the IFU, "the contegra conduit may be used in several indications. Valve competency is improved at lower pressure loads; therefore, physicians may want to consider alternate procedures or therapies for patients exhibiting or at risk for high pulmonary pressures." Conclusion: reduced performance of the valve was likely attributed to elevated pulmonary pressures in the patient. Medtronic will continue to monitor field performance to detect similar events, should they occur.